Manufacturer narrative:
Investigation summary: with all the available information boston scientific concludes, based on analysis results, the activation issues observed clinically and confirmed via analysis could affect the functionality of the device resulting in the reported mechanical issue. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The reservoir was visually inspected, leak tested and examined using a microscope; no visual damages were found upon inspection. The reservoir passed all tests performed. The cylinders were visually inspected, leak tested, pressure tested and examined using a microscope; no visual damages were found upon inspection. The cylinders passed all tests performed. The pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump was functionally tested and did not pass the activation test. Product analysis concluded this activation issue could affect the functionality of the device resulting in the reported mechanical issue. Product analysis confirmed the reported event. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation, the investigation conclusion code of cause traced to component failure was chosen, based on the identified activation test failure with the pump. The adverse event relating to difficulty to the device leading to limited rigidity or excessive time to inflate and mechanical difficulty with the device are known as of a risk of the device and are included in hazard analysis.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. The physician tried troubleshooting without success. Two weeks later, the patient had the inflatable penile prosthesis replaced as when the pump was pressed it was dimpled/collapsed. Following the surgery, the patient was stable, improved and the event resolved. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. The physician tried troubleshooting without success. Two weeks later, the patient had the inflatable penile prosthesis replaced as when the pump was pressed it was dimpled/collapsed. Following the surgery, the patient was stable, improved and the event resolved.